Event description:
The customer reported to a company field technician that a cassette leaked balance salt solution (bss) during a vitrectomy procedure. No pt harm was reported. Add'l info is expected.

Manufacturer narrative:
The device was received by a comp rep and is in transit to the manufacturing site for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info is expected. (B)(4).